Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was ripped apart at the tip and set screw mark was also noted on the terminal pin. Moreover, the extracting stylet was stuck in the lead. The lead then passed tests.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. There was no oversensing noted and the patient was given medication intravenously. Additional information indicated that the lead was fractured during extraction of device at elective replacement indicator (eri).the ra lead was explanted. No additional adverse patient effects were reported.